Event description:
A patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2025. The patient was experiencing weakness in the left foot and calf following the pdl implantation. The surgeon believed that during implantation of the pdl, the keel cut dislodged some bony fragments causing the patient's symptoms. On (B)(6) 2025 the surgeon completed a revision surgery where he removed bone fragments and then fused the patient via a posterior approach using pedicle screws and rods.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l5-s1 on (B)(6) 2025. The patient was experiencing weakness in the left foot and calf following the pdl implantation. The surgeon believed that during implantation of the pdl, the keel cut dislodged some bony fragments causing the patient's symptoms. On (B)(6) 2025 the surgeon completed a revision surgery where he removed bone fragments and then fused the patient via a posterior approach using pedicle screws and rods. A DHR review found no anomalies identified with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The prodisc l device remains implanted within the patient and was not returned, therefore, no device evaluation could be completed. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation, the revision was completed due to bone fragments from the keel cut that lead to leg weakness. The submission is 2 of 3 devices involved in this event.